Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 23 january 2023, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
A review of the transmitter alert history in dms showed that ec30 (led disconnect error) was first triggered on 22 january 2023. An in-vitro quality control test on the sensor did not find any performance issue. However, investigation analysis revealed that there had been a led field current disconnection, which triggered the sensor replacement alert. As part of the resolution, a return material authorization was issued for a sensor replacement. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.